Manufacturer narrative:
On 10/18/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 5/31/2019, the mentor failure analysis lab received the device for evaluation. On 6/25/2019, mentor became aware that left device was intact and rupture on the right side. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side pain, breast implant rupture and left side adverse event without identified device problem. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and was presented with right side pain, breast implant rupture and left side adverse event without identified device problem. As a result, the patient underwent bilateral explantation and replacement with catalog number: shpx-490; serial number: (B)(4) on the right side and with catalog number: shpx-490; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.